Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station door could not be accessed. A field service engineer inspected the station and discovered that the nurse lacked access to the door; therefore, the pharmacy provided assistance to the nurse in acquiring the medication. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had tower door failure.the user mentioned that there was a delay happened during dispensing a medication.there were no adverse events or injuries reported based on this event.